Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl. The customer consumed gummies and peanut butter to treat bg level. Recommendation was made to consult with health care provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level of 30 mg/dl confirmed in pump logs on (B)(6) 2017. The low bg level of 30 mg/dl was likely an entry error by user, because less than 15 seconds later a bg level of 303 mg/dl was entered. User conducted two back to back cartridge changes. User made bolus requests without entering current bg level. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.